Manufacturer narrative:
Patient information not available for reporting. Date of device breakage is not known.510k: this report is for an unknown distal radius plate. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was brought back into the operating room on (B)(6) 2017 due to a nonunion and breakage of a titanium 2 column distal radius plate. The original implant date is unknown, it is also unknown at which point in time the plate broke. The point of breakage was near the distal end of the plate. The plate was originally implanted with an unknown number of cortical and locking screws. The surgeon removed all the implants and revised the patient to competitor¿s devices. The revision surgery was successfully completed as planned without any time delay. The status of the patient following the surgery was reported as stable. Concomitant devices reported: cortical screw (part number unknown, lot number unknown, quantity unknown); locking screw (part number unknown, lot number unknown, quantity unknown). This report is for one (1) unknown distal radius plate this is report 1 of 1 for (B)(4).